Event description:
The patient reported receiving frequent e4 (occlusion) errors and bent infusion site cannulas. In 2009, the patient's blood glucose elevated to over 500 mg/dl and the infusion site cannula was bent upon removal. The infusion set was changed and the patient bolused through the infusion device. The patient's normal blood glucose level is 80-150 mg/dl. No further information is available. The patent did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.